Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a laparoscopy, when the product was first opened, the stapler was unable to fire. The surgeon was able to press the green button but could not squeeze the handle. A new reload was used with the same handle to resolve the issue. There was no patient injury.